Manufacturer narrative:
Results: inherent risk of procedure (occlusion). (Cause of event is unknown). Conclusions: (cause of event is unknown).

Event description:
An aneurx stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm approximately sixteen months ago. The aneurysm and vessel morphology from the time of implant was not reported. Currently, the vessel morphology was reported as there was moderate tortuosity and severe thrombosis in the left iliac vessel. It was reported that the patient had a CT that demonstrated that there was left limb occlusion extended up past the bifurcation of the bifurcated stent graft. The occlusion was due to severe thrombosis throughout the iliac limb. There was no stent graft kinking, or twisting. The right iliac artery had good blood flow, with no occlusion or thrombosis present. The physician elected to perform a femoral to femoral bypass. No additional clinical sequelae were reported and the patient is fine.